Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Evaluated 3 open/used reservoirs. Performed pre-fill reservoirs test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles inside the reservoir. Blood glucose level at the time of the incident was in the 200s mg/dl. Customer was assisted with troubleshooting. Customer was advised to replace the reservoir and infusion set. The reservoir will be returned for analysis.